Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a specific bg value. Reportedly, customer's health care professional stated the pump settings need to be adjusted. Customer declined to provide any additional information on the reported issue.